Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f24 - insufficient information. Device problem code: a020602 - component missing.

Event description:
Mat#: 383519, batch#: unknown. It was reported by customer that they have 18g IV found without a clamp on (B)(6) 2023. After an IV was started on this patient, the IV tech who placed the IV realized there was no clamp on the tubing. No lot number obtained.